Manufacturer narrative:
Retainer ring = black on(B)(6)2021 the customer reported four various issues: short battery life, keypad buttons hard to press, slow rewinds, and dim backlight. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Did not note a dim or dimmer backlight on this particular unit compared to other units. Finally no unexpected prime/rewind anomalies e.g. Slow rewinds were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool was utilized to search for any unusual alerts/alarms or pump errors that may have occurred around the event date. The adapt tool confirms the following alerts/alarms around the event date: 104=low battery alert--occurred on (B)(6)2021, (B)(6)2021, and (B)(6)2021. These alerts are within the expected interval of 2 weeks of on another. The adapt tool also confirms the following unusual pump errors: pump error 53 (filenumber = 2005, linenumber = 5632)--4 occurrences on (B)(6)2021. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of four various issues all were not confirmed during testing. However, the unit fails because of a pump error 53. The pump error 53 is due to a software issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's button was harder to press. Customer reported insulin pump had diminished battery life and motor was sluggish. Customer stated during rewind backlight was dimmer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.